Event description:
Customer reported an aviva system blood glucose result of 46 mg/dl. She self-treated symptoms of hypoglycemia with orange juice and 2 glucose tablets. She reported additional results of 52 mg/dl and 107 mg/dl within 10 minutes of the 46 mg/dl. She also reported 67 mg/dl within 10 minutes of 107 mg/dl. Customer reported no further symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.